Event description:
Patient reported left-side capsular contracture, baker grade unknown. Later, healthcare professional reported, capsular contracture baker grade IV. The device has been explanted. Treatment - capsulotomy.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left-side capsular contracture, baker grade unknown. Later, healthcare professional reported, capsular contracture baker grade IV. The device has been explanted.

Event description:
Patient reported left-side capsular contracture, baker grade unknown. Later, healthcare professional reported, capsular contracture baker grade IV. The device has been explanted. Treatment - capsulotomy.

Manufacturer narrative:
Correction to h10 in mw2709736. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2, d4, d9, h4, h6.

Event description:
Patient reported left-side capsular contracture, baker grade unknown. Later, healthcare professional reported, capsular contracture baker grade IV. The device has been explanted. Treatment - capsulotomy.